Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with an injection of 12 unit of apidra. Customer declined to troubleshoot for highs due to the fact that she has been of the pump due to battery cap issue. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated the pump dropped and hit the floor and the battery cap popped off and couldn't find the battery cap. Customer stated she feels the scratch would not be an issue. Customer was advised to monitor pump.